Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the user interface assembly. After replacing the user interface assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device powers off inappropriately. There was no patient use associated with the reported event.